Event description:
On 13th may 2024 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the table had been charged overnight and lost power during an elective procedure under general anesthesia on the second patient that day. Power was restored a few minutes later and was intermittent afterwards. Overall, the issue did not result in a delay of the surgery. Following service visit on site, error messages were found in the logs and a malfunction of the batteries was confirmed. To date, no confirmation has been received whether the staff connected the table to the mains power supply to restore the table's function during procedure. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely malfunction of the batteries during procedure which could result in inability to position the patient, was to reoccur. Further information provided by the customer indicated that the staff connected the table to the mains supply when the issue occurred. The table operation was restored and the staff was able to continue the surgery. Based on additional input it was possible to determine that the issue investigated herein is not safety and risk related, as the positioning of the patient was possible when the table was connected to the mains supply. Initially considered risk was not present. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Initially provided information was poining to the loss of power during a procedure due to the battery issue. Power was restored a few minutes later and was intermittent afterwards. Overall, the issue did not result in a delay of the surgery. As no confirmation was received that the table was connected to the mains power supply to restore its during procedure, we decided to report the issue based on the potential for serious injury if the situation, namely malfunction of the batteries during procedure which could result in inability to position the patient, was to reoccur. Further information provided by the customer indicated that the staff connected the table to the mains supply when the issue occurred. The table was operational and the staff was able to continue the surgery. Based on additional input it was possible to determine that the issue investigated herein is not safety and risk related, as the positioning of the patient was possible when the table was connected to the mains supply. In the instructions for use (IFU 7200.01 en 11 p. 75), the user is warned that the product can no longer be adjusted if the batteries are discharged and the mains supply is interrupted. The user is advised to connect the product for mains operation to an uninterrupted power supply (ups) or to a stationary emergency power generator. According to additional details received, initially considered risk was not present. Therefore, the scenario described in the record is considered as non-reportable. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, and thus were also directly involved with the reported incident. It was established that the device failed to meet the manufacturer specification due to battery issue. The affected batteries were replaced, the customer was advised to charge the batteries overnight before using and the table was released to usage. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market. The correction of b5 describe event or problem, h6 medical device ¿ problem code and h6 investigation findings fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 13th may 2024 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the table had been charged overnight and lost power during an elective procedure under general anesthesia on the second patient that day. Power was restored a few minutes later and was intermittent afterwards. Overall, the issue did not result in a delay of the surgery. Following service visit on site, error messages were found in the logs and a malfunction of the batteries was confirmed. To date, no confirmation has been received whether the staff connected the table to the mains power supply to restore the table's function during procedure. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely malfunction of the batteries during procedure which could result in inability to position the patient, was to reoccur. Corrected b5 describe event or problem: on 13th may 2024 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the table had been charged overnight and lost power during an elective procedure under general anesthesia on the second patient that day. Power was restored a few minutes later and was intermittent afterwards. Overall, the issue did not result in a delay of the surgery. Following service visit on site, error messages were found in the logs and a malfunction of the batteries was confirmed. To date, no confirmation has been received whether the staff connected the table to the mains power supply to restore the table's function during procedure. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely malfunction of the batteries during procedure which could result in inability to position the patient, was to reoccur. Further information provided by the customer indicated that the staff connected the table to the mains supply when the issue occurred. The table operation was restored and the staff was able to continue the surgery. Based on additional input it was possible to determine that the issue investigated herein is not safety and risk related, as the positioning of the patient was possible when the table was connected to the mains supply. Initially considered risk was not present. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: activation, positioning or separationproblem/positioning problem/positioning failure/1158 electrical /electronic property problem/battery problem//2885. Corrected h6 medical device ¿ problem code: electrical /electronic property problem/battery problem//2885. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: n/a.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 13th may 2024 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the table had been charged overnight and lost power during an elective procedure under general anesthesia on the second patient that day. Power was restored a few minutes later and was intermittent afterwards. Overall, the issue did not result in a delay of the surgery. Following service visit on site, error messages were found in the logs and a malfunction of the batteries was confirmed. To date, no confirmation has been received whether the staff connected the table to the mains power supply to restore the table's function during procedure. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely malfunction of the batteries during procedure which could result in inability to position the patient, was to reoccur.